Event description:
As reported, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the non-edwards percutaneous closure systems failed and the issue may have been related to the esheath plus. No resistance was met during initial insertion until the delivery system reached the distal end of the sheath, and the implanter pushed past the resistance. A horizontal jagged (irregular) tear was seen at the distal tip of the esheath plus shaft. There was no perceived harm caused to the patient.

Manufacturer narrative:
Investigation is ongoing. Device expected back.

Manufacturer narrative:
Previous device code of failure to advance is no longer applicable. The device was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery evaluation was performed, and the following was observed; tortuous and calcified patient anatomy observed, sheath distal tip torn and did not open along axial score line. Sheath liner was fully expanded, as designed. Sheath shaft had scratches near the distal. Patient had calcified and tortuous anatomy. The distal tip was torn and had shaft scratches. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to failure sheath distal tip torn, introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath, introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath and interventional device interacts with non edwards device. The complaints for failure sheath distal tip torn and introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath were confirmed, a complaint history is not required as an existing product risk assessment and corrective action assessment captures the root cause analysis for the issue. The complaint interventional device interacts with non-edwards device was unable to be confirmed, therefore a complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint; during manufacturing, all inspections are conducted on 100% of units, and after sterilization, the sheath expansion and shaft to soft tip tensile tests are performed during product verification (pv) on finished devices. Therefore a manufacturing mitigation review is not required. This event reports a sheath distal tip tear and difficulty advancing the delivery system through the sheath that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformance's or labeling/IFU inadequacies identified in the evaluation. The event also reports a negative device interaction associated with a nonedwards device which did not contribute to any edwards device/procedure hazardous situation. Edwards continues to monitor complaint history on a monthly basis. Therefore, no further action is required. The complaints for failure sheath distal tip torn and introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath were confirmed per evaluation of the returned device imagery. The complaint for general risk interventional device interacts with nonedwards device was unable to be confirmed due to insufficient imagery or returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of manufacturing mitigation supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. For the complaints failure sheath distal tip torn and introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath. As reported, no resistance was met during initial insertion until the delivery system reached the distal end of the sheath. The implanter pushed past the resistance. The tear was horizontal, jagged tear and was on the sheath shaft. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity and tortuosity near the aortic bifurcation. Per the training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Tortuosity can lead to noncoaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Calcification can also create a constrained condition at the sheath distal tip as the delivery system is advanced through. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. For the complaint interventional device interacts with nonedwards device, as reported, the perclose systems did not take and the sheath may have been the cause of this issue. As no imagery was provided pertaining to the noted negative device interaction, a definitive root cause was unable to be determined. As such, as insufficient information was provided, a definitive root cause is unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.